Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using adc freestyle libre 2 reader as the "screen went black". Customer was unable to check glucose and experienced weakness and seizures. Customer was able to self-treat with glucose and orange juice with the help of her husband. There was no report of death or permanent impairment associated with this event.